Event description:
It was reported that the patient did not feel any stimulation today and did not know how long it had been since they had felt it. It was noted that the patient did remember feeling stimulation in the beginning of (B)(6) at a dentist appointment. It was noted that the patient reported about two weeks ago they felt a shocking sensation when the patient was at the mall. It was noted that the patient did not fall, but they used to fall a lot. It was noted that the recharger was not charging. It was noted that the patient got the no communication screen. It was noted that this had been happening for about two weeks. It was noted that the patient last recharged about 1 month ago. It was noted that the patient normally recharged about once a month. It was noted that the patient was not able to adjust stimulation. It was noted that the patient programmer displayed a call your doctor icon and a 006 error code. It was noted that the patient got the no communication screen on the patient programmer. Additional information received reported that the implantable neurostimulator (ins) had a confirmed 1st overdischarge. It was noted that a physician mode recharge was performed. It was noted that the patient stated that they tried to recharge, but could not. It was noted that it had been about a month since the patient had last recharged. It was noted that no further action was required as a result of the event. It was noted that the manufacturer representative would be in touch with the patient to make sure they had a successful power-on-reset. It was noted that the patient was alive with no injury and there were no patient symptoms associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was doing just fine. It was noted that the manufacturer representative cleared the patient¿s power on reset (por) and no programming was needed. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).